Event description:
A customer reported that their pump's speaker and vibrate functions were too quiet. This issue caused the customer's blood glucose level to drop to 50mg/dl. To address the low blood glucose, the customer consumed carbohydrates without requiring third-party assistance. Technical support guided the customer through checking and adjusting the pump's alert sound and vibrate settings. Despite these adjustments, the pump failed to vibrate during tests. The customer was aware that the pump was out of warranty and was set to receive a replacement pump unrelated to this issue.